Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Renal failure: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/major bleed: the cause of the bleed was not determined due to insufficient clinical details. Placement signal issue: no logs were returned. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 65 year old male patient was admitted for an acutely decompensated chronic cardiomyopathy. An impella cp was inserted and soon escalated to an impella 5.5 on the second day of support. During insertion of the impella 5.5 in the operation room, the patient was bleeding and systemic anticoagulation was temporarily halted. As bleeding diathesis might have been aggravated by the required continued anticoagulation, this will be coded to the impella cp. Two days after the escalation to impella 5.5, the patient also suffered renal failure requiring continuous renal replacement therapy. After 12 days of support with the impella 5.5 the aortic placement signal deviated considerably from the patient's non-invasively measured blood pressure, creating a "placement signal low" alarm. Following confirmation of correct device placement, the signal was manually adjusted. The patient remained hemodynamically stable and support remained unaltered. After an off-label prolonged duration of support of 35 days, the patient was successfully bridged to heart transplantation.